Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code). Appropriate term / code not available (e2402) is used to capture infection (e19).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "revision total knee arthroplasty versus primary total knee arthroplasty" written by p. Stirling, s. D. Middleton, I. J. Brenkel, and p.j. Walmsley published by bone joint open (2020) was reviewed. Doi: 10.1302/2633-1462.13.bjo-2019-0001.r1. The article's purpose was to describe a baseline comparison of early knee-specific functional outcomes following revision tka using metaphyseal sleeves with a matched cohort of patients undergoing primary tka and to compare incidence of complications and length of stay between the two groups. Data was compiled of 72 patients for revision tka and 72 primary tkas with mean follow up of 57 months during the years of 2009 to 2016. The revision group were implanted with tc3 system with uncemented metaphyseal sleeves and rotating platform bearing, and the primary group received sigma pfc. Original implants in the revision group are not identified or discussed. Patellar resurfacing was performed in the revision group in all cases unless there was insufficient patellar bone stock. Eight patients from the revision group were excluded from results data as they were undergoing two stage revision for infection. Two patients in the revision group and one patient in the primary group died due to causes unrelated to their surgery. Cement manufacturer is not identified. As patients may experience more than one adverse event, exact quantities of involved products cannot be accurately determined. Products in revision group: tc3 femoral stem, tc3 femoral, tc3 bolt, tc3 tibial insert, mbt tray, mbt sleeve, mbt stem, patella products in primary group: sigma pfc femoral, sigma pfc insert, sigma pfc tray adverse events of revision group: one patient who underwent revision for infection subsequently required amputation for chronic infection (unknown if the chronic infection was same microorganism of initial infection) five patients undergone secondary patella resurfacing with no other revision or component change (no further information); one of these developed a deep infection as a consequence and required a subsequent two-stage revision. One periprosthetic fracture (no further information regarding anatomic location) managed conservatively - made full recovery and did not require further intervention one radiological case of tibial sleeve subsidence managed conservatively - made full recovery and did not require further intervention - no information regarding patient symptoms adverse event(s) of primary group: one superficial infection treated by antibiotics alone.